Event description:
It was reported that the patient expired. The cause of death was unknown. The patient's wife said that the device had helped her husband with his pain. The relationship of the implanted device system to the patient's death was unknown. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)